Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that the low alarm limit change was not transmitted to the m540 when it was changed from the cockpit. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received regarding the occurrence of false negative and false positive alarms. The reported issue could be verified from the provided images based on the alarm limits on the cockpit. It was found that there were mismatched settings on the m540 and cockpit leading to incorrect alarm behavior. Root cause was identified as a race condition that could occur when quickly discharging after docking the m540. A CAPA has been opened to address this issue. A current workaround is to not discharge right away after docking the m540.

Event description:
It was reported that the low alarm limit change was not transmitted to the m540 when it was changed from the cockpit. No adverse patient impact was reported.